Manufacturer narrative:
The screw did not return for evaluation. Upon visual inspection, the implant has white residue consistent with biological material present on the external threads. This suggests the implant was placed and subsequently removed from the patient. Examination of the internal features of the implant reveals mechanical damage in the form of metal deformation to the single hex and the double hex drive features. Additionally, there does not appear to be a portion of a fractured screw present in the internal threads of the implant. The customer provided a radiograph to confirm the reported event, however review of the radiograph cannot confirm the presence of fractured screws. The device history record for the screw could not be reviewed as no lot number was provided. The lot number given for the implant was not valid, therefore the device history record could not be reviewed. A definitive root cause has not been determined.

Event description:
The dentist reported a fractured screw at tooth site #10. The screw was not retrievable so the implant was removed and replaced.